Event description:
It was reported to boston scientific that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, the balloon leaked when it was inflated. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "good".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure.